Event description:
It was reported that when implanting tibial cross screws the opposite happened. After gaining purchase of both cortex the surgeon attempted to remove the screwdriver and the screw would not release from the head. He pulled the screw back through the bone and needed vice grips to remove screw from driver.

Manufacturer narrative:
This is the same patient/event as MFR.#9610726-2009-00004 and 9610726-2009-00006.